Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported failure to advance appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a dissection in a moderately calcified, moderately tortuous distal left anterior descending coronary artery that is 99% stenosed. A 2.80x16mm graftmaster covered stent, failed to cross due to anatomy. A non-abbott covered coronary stent was used to treat the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.